Event description:
I went to the dr. For the much talked about mona lisa. He told me that the laser will make my vagina new as it increases the formation of collagen. The procedure was enough to bring tears to my eyes, yet in hopes of having a rejuvenated vagina seemed like a great idea. My vagina was working and I was having sex prior to the procedure. I felt pain like broken glass in my vagina. I reported to the dr. He ordered a custom made blend of creams from a compound pharmacy. It too costs more than thought necessary. It did not help. I went back, I think I had three treatments. He also ordered lidocaine cream. And I bought dilators from his. Maybe I was a cash cow. My vagina has scar tissue. I tried to have sex and couldn't handle it at all. That was a few years ago. I went to a specialist about vaginas yesterday, she encouraged me to write. I can tell more perhaps. But the issue is. My vagina is worse than it was prior to the mona lisa. FDA safety report ID # (B)(4).